Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillators (icds). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device/serial numbers. A failure mode was referenced in the article, with no specific ICD model failure indications. The failure mode was noted as: ¿unsuccessful anti-tachycardia pacing (atp).¿ the article further states that ¿all unsuccessful atp episodes were then followed by cardioversion with successful sinus rhythm restoration.¿ the devices appear to be still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Multiple manufacturers were referenced in the article, with no manufacturer-specific indication, the gender of the baseline characteristics is male and the baseline age is (B)(6) years old. The models could include: insync, maximo, and marquis icds. Request for additional information was made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: the use of signal analyses of ventricular tachycardia electrograms to predict the response of antitachycardia pacing in patients with implantable cardioverter-defibrillators. Journal of cardiovascular electrophysiology. 2014;25(4):411-417. (B)(4).